Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000424, serial/lot #: unknown; product ID: bi71000824, serial/lot #: unknown. Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that after being shut off, the system seemed to boot up to 2d without any problem. It was noted that the site left the system on all day between cases and the issue was possibly related to heat problems. The image acquisition system (ias) pc and breakout panel were replaced. The imaging system passed system checkouts and was functioning as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system got stuck in standalone mode again. The site tried rebooting both systems with them connected. Technical services (ts) had the site turn both system off, disconnect, power both on and then reconnect but the issue persisted. There was no patient involvement.

Manufacturer narrative:
H3, h6: the image acquisition system (ias) computer was returned to the manufacturer for analysis. Analysis determined that the reported complaint was unable to be confirmed. The computer passed testing and no failures were found. Codes b01, c19 and d14 apply to this analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 - evaluation of the returned breakout panel confirmed reported complaint. "Stuck in standalone mode." Visual inspection confirms the mounting hardware for the dongle is broken/ damaged. The standoff hardware that secures the dongle connection to the rear cab brkt panel is missing. Cable locking lever is also missing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.